Event description:
Additional information received reported the patient did not have concerns with their device or therapy. It was noted it took too long to get an appointment date, but the patient was working with their doctor.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4). The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The following information was previously reported in manufacturer¿s report number 3007566237-2014-00118: [it was reported that the pump motor stalled and the home health nurse ¿forced a motor stall recovery by programming the pump¿. It was unknown if the stall was related to an MRI or not. The drug being delivered by the pump was unknown.]. Additional information received indicated that this is event is part of the event in manufacturer¿s report number 3004209178-2014-00316. Any additional information regarding this event will be reported in manufacturer¿s report number 3004209178-2014-00316. The following information was previously reported in manufacturer¿s report number 3004209178-2014-0031: [an occlusion at the catheter tip was reported; the catheter was replaced (pump was also replaced and has been reported in MFR report # 3004209178-2014-00316). Patient symptoms reported were underdose symptoms, less than 50% therapy relief. Diagnostic tests included x-rays and aspiration, details not provided. Patient status was noted as alive without injury. Drug in the pump was morphine.] Additional information received indicated that this is event is part of the event in manufacturer¿s report number 3004209178-2014-00316. Any additional information regarding this event will be reported in manufacturer¿s report number 3004209178-2014-00316. Additional information was received and it was reported it was initially thought that it was a malfunction of the pump. It was discovered during the replacement surgery that the catheter had become crystalized and the medication wasn¿t going through it. The patient¿s pump ¿was supposed to work 7 years but it only worked for 3 years and there was a malfunction and I think it was infected but no one knows why". The first time the pump alarmed was (B)(6) 2013. It restarted but that only lasted a few hours and then the alarm started going off again. The patient was in pain for 2 weeks and had withdrawal and had to go to the ER (emergency room) and ¿almost died¿ on ¿the sunday right before new year¿s¿. The pump was not empty, but it wasn¿t delivering the medication because of the motor stall. The alarm was going off for 2 weeks before the pump replacement surgery. Following the pump and catheter replacement, the patient¿s dosing had to be started all over again. The patient had been without medication for so long that the new pump had to be restarted at a low dose. Prior to explant, the pump was delivering morphine (50 mg/ml at 9mg/day).

Manufacturer narrative:
(B)(4).

Event description:
An critical alarm due to motor stall was reported. Patient had started hearing alarm on the (B)(6) 2013 and then it stopped; pump logs were checked and showed a motor stall on (B)(6) 2013 at 428 pm and motor stall recovery occurred (B)(6) 2014 653 pm. Per reporter, a nurse read the pump on (B)(6) 2013 and may have updated it. Drug delivered via the device was morphine. It was later reported that the stall never recovered; the pump was replaced. Patient symptoms reported were underdose symptoms, less than 50% therapy relief. Patient status was noted as alive without injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had been to the hospital/ER multiple times for pain related to the event. At one time an ambulance had been called due withdrawal because the pain pump hadn't worked for so many days. The patient also had a seizure.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly stall due to shaft-bearing. In addition, analysis found corrosion and/or wear and/or lubrication. Analysis of the catheter (s/n (B)(4)) found catheter body had dried drug or blood occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.